Event description:
The customer reported that falsely depressed carbon dioxide (co2) results were obtained on twenty-six patient samples on a dimension vista 500 instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista 500 instrument. The repeat results recovered higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed carbon dioxide (co2) results were obtained on twenty-six patient samples on a dimension vista 500 instrument. Calibration was acceptable, and quality control (qc) was within range prior to running patient samples on the day of the event. The customer ran qc while troubleshooting, which recovered out-of-range. Then, the customer replaced the q-gard, calibrated the co2 assay, and ran qc again, which recovered acceptably. Siemens reviewed the instrument data and observed errors. Siemens evaluated the event and determined that the water quality issue potentially contributed to the falsely depressed co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.